Manufacturer narrative:
The reported events were lead dislodgement and helix rotation issue. The reported event of helix rotation issue was confirmed. Visual examination found the helix to be partially extended and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was within specification. The cause of helix rotation issue was isolated to the helix being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker system implant. During procedure, the right atrial (ra) lead dislodged several times. The physician did not note any issues with the lead that would had caused the dislodgement other than possible tissue stuck in the lead helix. The lead was removed and replaced. The patient was stable.